Event description:
Cuatomer stated her pump would not turn on with the transformer and she noticed a hole in the transformer like it had melted.

Manufacturer narrative:
Customer was sent a replacement power supply. Contact was not made with the customer to obtain additional info regarding the event. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.